Event description:
Technical services received a call on (B)(6) 2011. Caller reporting non-capture on this rv lead. Patient suspected vf arrest. Daily measurements from (B)(6) 2011 are good. Three events dated from this morning. Discussed the three events and how/why it was stored. Patient did receive a shock. It is unknown, but likely, that these events may have occurred at home so either it is undersensing vf and pacing through it or the shock that converted the patient is causing intermittent loss of capture. Rv sensitivity is at 2.5mv. Strips do not appear to be vf that is stored. Caller as was technical services was surprised to not see vf stored. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).